Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd). Svd can encompass multiple failure modes including calcification. Calcification can play a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted after eleven (11) years, one (1) months due to stenosis with a high gradient and regurgitation. Intra-operatively, the valve had severely calcified leaflets which hardly opened. The valve was replaced with a 27 mm pericardial bioprosthesis. The patient was removed from bypass and remained stable and was transferred to the surgical intensive care units in stable condition.